Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date for hyperglycemia. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the sensor serter and infusion set serter were lost during a move hospitalization. The customer was again hospitalised on (B)(6) 2019 with a blood glucose of over 600 mg/dl. The customer was puking and the blood glucose was high. The customer declined to perform a carelink upload. The device will not be returned for analysis.